Event description:
It was reported that the patient underwent an MRI scan of the head / brain. It was believed that the ins was left on during the scan. The patient experienced a 'vibration' or 'different feeling' while in the MRI field during the "localizer" portion of the MRI. It was noted that the patient did not report any pain or shocking. The patient was scheduled to have a rescan the following day and planned to turn the ins off during the scan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0295s, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).